Event description:
It is reported that the pt underwent total left hip arthroplasty on (B)(6) 2006. Pt was in care accident on (B)(6) 2009 and was treated at (B)(6). X-ray of (B)(6) 2009 showed rotational displacement of the acetabular cup. Revision was done (B)(6) 2010.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the given information suggest that the displacement of the cup was related to car accident the pt was involved. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).